Event description:
It was reported one of patient's lead had high impedances due to fracture. Investigation was unable to determine which lead was at fault. Surgical intervention was undertaken during which the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8006162.

Event description:
It was reported that patient had one lead fractured and one functional lead. Only the fractured lead was explanted and replaced on (B)(6) 2024 along with the elective replacement of the ipg. Therapy was restored post-op.